Event description:
Customer reported she had low blood glucose 49 mg/dl. No troubleshooting for low was performed since customer was calling to replace belt clip that broke. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.